Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the original cartridge was reloaded to address the issue. Additionally, it was reported that the customer administered too much insulin. The customer's blood glucose (bg) level subsequently decreased to 32 mg/dl. Customer consumed two bars and orange juice to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus.